Event description:
The following has been reported: while the unit was at fk warrendale after being returned from (B)(6) hospital for other repairs, while waiting for the 2.5 minutes on step 48 in the wi the operator got an error message saying "pump problem". A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak and actuation failures (valve 1) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. While the device was at warrendale undergoing evaluation for applicability for the recall for set ID, it was discovered that the lvp was not functioning. Valve 2 requires replacement as part of the repair/recall process. The replacement /introduction of this component into this device is recorded within the work order system. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.